Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04961, 0001825034-2018-04967, 0001825034-2018-04969.

Event description:
It was reported that approximately 2 weeks post implantation, patient underwent an irrigation and debridement due to non-healing surgical wound. The patient had presented with wound dehiscence in the crease of his pannus, and continued to have fibrinous exudate with no significant drainage, even with local wound treatment and antibiotics. The patient also had a wound v.a.c placed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Additional information provided does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.